Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached premature battery depletion and it was noted the left ventricular (lv) lead had dislodged and may have pulled back, as there was no lv capture observed. The crt-p was explanted and replaced and the lv lead was capped. No patient complications have been reported as a result of this event.